Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers auxiliary 4.1 and 4.2 was not detected on bus. The field service engineer was able to resolve the issue by reseated all the connections. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer not detected on bus. The customer reported that they tried reboot and recovery but issue still persists. There were no adverse events or injuries reported based on this event.